Event description:
It was reported that the drill was overheating. No add'l info was provided by the user facility.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the rotor, motor and bearings.